Event description:
This x-ray system had no x ray image visible but only a light circle with a dark dot in the middle.

Manufacturer narrative:
(Conclusions)- the image intensifier power supply, the figaroboard, and the +/ 15 volt supply failed and were replaced to correct the problem. The replacement rates of these parts were checked and trends and rates do not require a corrective action. There was no failure rate increase. There is no need for mandatory field action.